Event description:
Customer reported over infusion of vasopressin and requested log review to know duration of the over infusion. The correct rate was 7.5ml/hr and rate of 75ml/hr was infusing. Data from the log indicates that the infusion had been running for several days delivering a programmed dose of 0.04 units/min (15 ml/hr) then later reduced to 0.02 units/min (7.5 ml/hr). At 12:51 am on march 23rd the channel was accessed and the dose was changed to 0.3 units/min, increasing the flow rate to 112.5 ml/hr. The infusion ran at this rate for ~16 minutes then the dose was reduced to 0.2 units/min (75 ml/hr). The infusion ran 6 1/2 hours at 75ml/hr. The reported over infusion appears to be the result of a programming error. No medical intervention was done at time of event. Testing and inspection of the device found it to be in good working condition and delivering fluid within specifications.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.